Event description:
It was reported that the pt received ER treatment for elevated blood glucose levels.

Manufacturer narrative:
The pt's mother reported that the pump emitted a loss of prime warning overnight that was not acknowledged by the pt, therefore, the pt was without insulin for several hours. The pump was returned to animas for eval. The pt continued to use the device subsequent to the hospitalization, therefore, the pump history from the date of the event was no longer available for review. Eval demonstrated that the pump was operating within required specifications and insulin delivery accuracy. Pump loss of prime warnings were found to be operating within required specifications, giving both an audible and on-screen text alert every three minutes for one hour. After one hour, the pump functioned properly by progressing to a combination audible and vibratory ("sweep") alarm at the highest settings.